Event description:
On (B)(6) 2010, this patient underwent endovascular repair of a descending thoracic aortic aneurysm using a gore® tag® thoracic endoprosthesis. The preoperative aneurysm measured 62 mm. On (B)(6) 2011, a type ii endoleak was identified. The aneurysm measured 60 mm. On (B)(6) 2012, follow-up images showed the type ii endoleak persisted with no aneurysm growth. On (B)(6) 2013, follow-up images showed the type ii endoleak persisted. The aneurysm measured 67 mm. No re-intervention is in scheduled.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.